Manufacturer narrative:
Lianyungang aiyeh non-woven products co., ltd., supplier conducted an investigation based on the provided defect photos, which showed tearing in the instrument pad area. The supplier performed simulation testing and found that forceful pulling in both the cross direction (cd) and machine direction (md) did not result in tearing of the instrument pad. As the conditions during use are unknown, a definitive root cause could not be determined. This represents the first complaint of this nature and is considered an isolated incident. This product incident is documented in the o&m halyard, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard shoulder arthroscopy drape. The complaint component halyard shoulder arthroscopy drape, part number 89070 is contract manufactured by (B)(4) (FDA registration number (B)(4)). Supplier corrective action request (scar) was submitted to the manufacturer on march 23, 2026. A follow-up report will be provided upon conclusion of investigation and response by the contract manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The drape fabric tore during the procedure; however, no injury was reported. The customer indicated the surgeon applied adhesive tape to the tear and proceeded with the operation. The damaged portion of the drape did not come into contact with the surgical site, and no delay in the procedure occurred.